Manufacturer narrative:
The investigation of the complaint has been completed. It is based on the received info from the field service engineer (fse). Received device logs do not cover the reported date of event. No parts were returned despite several reminders. Our fse confirmed the reported excessive leaking on site and found that the safety valve pull magnet, successfully ran pre-use checks and functional tests, and returned the ventilator to service. The conclusion in this matter is that the reported issue regarding excessive leakage was caused by a defective safety valve pull magnet. The root cause of the defective safety valve pull magnet has not been established due to missing parts.

Event description:
(B)(4).

Event description:
It was reported that there was no excessive leakage found during a preventative maintenance. There was no patient connected. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation has been completed.